Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher scan result on the adc device in comparison to unspecified reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced headache so they self-treated with glucose tablet and insulin shot (type/dose unspecified). The customer went to a hospital, where a healthcare professional measured their glucose level and was only treated for their blood pressure condition. No diabetes-related third-party treatment was provided to the customer. There was no report of death or permanent impairment associated with this event.